Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was starting 9 months ago or more the pt had been having multiple issues with the recharger and controller. When recharging the ins it took forever to charge. They also had a problem where they would go to charge the ins and they could not find device; pt tried troubleshooting but it still took forever. The process of taking a long time to charge started a month ago and same with not finding the device. Pt noted they could still connect to their ins if they really tried but when they did it still took a long time to recharge. Pt noted that they could still connect without the rtm connected to the controller but today it would not find the ins without the rtm plugged in so they plugged the rtm in and tried to charge and it showed the ins was depleted when it was at 50% last night. The ins battery never went from 50% to 0% over night so now the ins was completely depleted. Pt noted when recharging the ins the cord connecting to the antenna got hot and today the rtm relay box got extremely. Pt noted when recharging the ins they could get good or excellent and then it would lose its connection without moving for ins charging was intermittent. Pt notified their medtronic rep  about the issue who gave the pt a different controller to try and that did not help so they went to their old controller. The pt gave the controller back to the rep who told the pt to call medtronic 3 or 4 weeks ago about the issue. Pt noted the new controller still took a long time to charge the ins. During call pt verified no damage to the rtm; when examining the controller charging port two of the pins at one end were brighter and shiner and brighter looking different than the other. The issue was not resolved. An email was sent to the repair department to replace the rtm and controller. No symptoms were reported.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: product ID 97755, serial # (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the 97755 recharger (rtm) (s/n#:(B)(6)) revealed the charger getting hot at the donut end and poor recharge message. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received.